Event description:
Asr revision.asr xl - left.reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient - see dint (B)(4) for right side revision. Update - amended revision and surgery date taken from claimsuite dated (B)(4) 2013. Update received: 16th october 2013 - added stem.update received 20th november, 2013. Revision date amended.update received 20th november 2013 - post op notes say revision took place on the (B)(6) 2013, amended revision date to (B)(6) 2013.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction. Bi-lateral patient - (B)(4) for right side revision. Update - amended revision and surgery date taken from claimsuite dated 15th october 2013. Update received: 16th october 2013 - added stem. Update received 20th november, 2013. Revision date amended. Update received 20th november 2013 - post op notes say revision took place on the (B)(6) 2013, amended revision date to (B)(6) 2013. Update - added additional surgeon, amended surgery date, all mw fields, manufacturing dates and expiry dates. Taken from claimsuite dated 23rd jan 2015. (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information received; patient was deceased. There has been no allegation of a link between the asr implants and the death of the patient.